Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the patient line of the homechoice cassette and the transfer set which was known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set. The caregiver (cg) reported that the patient become disconnected from the set. The cg was not sure if the patient intentionally disconnected from the patient line. The cg believes that the hp may have rolled over and the patient line became disconnected. The transfer set was still in use. Renal therapy services (rts) assisted the cg in clearing the alarm, removing the cassette and would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.